Event description:
It was reported that there was a pump problem. Event logs confirmed a motor stall occurred on (B)(6) 2014 and a stopped pump may exceed tube set occurred on (B)(6) 2014 with no motor stall recovery recorded. The motor stall was reportedly constant. The patient had a return of pain and weakness. The pump was used to infuse fentanyl, bupivacaine and compounded baclofen. It was reported the next day that the pump was explanted. Additional information received reported that the pump was explanted on (B)(6) 2014. Per logs provided, the motor stall occurred on (B)(6) 2014 at 16:14 and stopped pump period may exceed tube set occurred (B)(6) 2014 at 16:14. The pump was programmed to minimum rate.

Manufacturer narrative:
Analysis of the pump, serial number (B)(4) found pump motor gear train anomaly, corrosion and/or wear and/or lubrication. Analysis found pump motor gear train anomaly, stall due to shaft-bearing.

Manufacturer narrative:
Concomitant products: product ID 8578, serial # (B)(4), implanted: (B)(6) 2011, product type accessory; product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.